Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation summary: one sample was received. It came in a ziploc plastic bag. The sample was inspected with a magnifier lens -10x- there are no hooks, however, the grinding is defective; therefore the etch is not good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. This is the 1st complaint for lot # 7086976 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: this would have occurred due to an issue during the cannula grinding process and was not detected by personnel. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd¿ blunt fill needle with filter was found deformed before use. The following information was provided by the initial reporter: "the reason for the complaint was that the filter needle is deformed."